Event description:
The reporter stated as the surgeon inserted an aq2015a three piece silicone lens, half of it got stuck in the injector and half of the lens was inserted into the eye. The lens was removed without any pt injury and another aq2015a lens was implanted.

Manufacturer narrative:
(B)(4): eval method/result - a work order search was performed and there was no similar complaints found. (B)(4).